Manufacturer narrative:
Product event summary: analysis could not confirm the reported issue; the stylus and cursor aligned properly on the screen. It was found that the stylus could not be calibrated with the calibration disc that was returned with the programmer, but it was able to be calibrated with a known good calibration disc and the on board calibration program. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer had repeatedly "fried" pens. Usually the pen is able to be replaced and it would work when the programmer was rebooted, but the most recent time it did not work. The programmer has been returned for repair. There was no patient involvement.